Event description:
It was reported that a peritoneal dialysis (pd) patient had a recurring incisional hernia. Upon follow up, the pd registered nurse (pdrn) reported the hernia was repaired. No further information was provided about the hernia or repair. The pdrn reported the patient has polycystic kidney disease (pkd) which increases the risk for developing hernias. The pdrn stated the hernia is unrelated to use of the liberty select cycler or other fresenius product(s) and it is a result of the pkd. The patient has not required any change in pd prescription as a result of the hernia.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of recurring incisional hernia. However, there is no documentation in the complaint file to show a causal relationship between the hernia and utilization of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for the hernia event. Per the pdrn, the patient has polycystic kidney disease as well as having had the prior hernia repair in (B)(6) 2020. This repair and the patient¿s history of polycystic kidney disease put the patient at increased risk for the incisional hernia. Incisional hernias can occur following any abdominal operation and certain risk factors and the prior surgical technique used can increase one¿s chances of developing an incisional hernia. Based on the available information and no allegation of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s recurring incisional hernia. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a recurring incisional hernia. Upon follow up, the pd registered nurse (pdrn) reported the hernia was repaired. No further information was provided about the hernia or repair. The pdrn reported the patient has polycystic kidney disease (pkd) which increases the risk for developing hernias. The pdrn stated the hernia is unrelated to use of the liberty select cycler or other fresenius product(s) and it is a result of the pkd. The patient has not required any change in pd prescription as a result of the hernia.